Event description:
It was reported that this 980 ventilator was inoperative with message extended self test (est) required while preparing for demonstration on a test lung. There were multiple out of range error codes indicating mix backup ventilation (buv) activation failure. There was no patient involved.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator was inoperative with message extended self test (est) required while preparing for demonstration on a test lung. There were multiple out of range error codes indicating mix backup ventilation (buv) activation failure. The device was available for evaluation. A review of the ventilator's logs confirmed a mix buv activation failure indicating a loss of ventilation (lov). The service personnel (sp) inspected the ventilator, found ventilator was inoperative with background diagnostic codes in logs. Based on codes, sp replaced the direct current (dc)- dc converter printed circuit board assembly (pcba). Sp also identified the extended self test (est) and short self test (sst) results had been changed to no longer passing, so replaced the line interface pcba. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in the dc-dc converter pcba. The additional est and sst results issue was isolated to potential fault in line interface 2 pcba. The dc-dc pcba serial number is in scope of an internal corrective action/preventative action plan. The additional est and sst issue is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction section h6 evaluation code component (annex g) remove g0201205 and add g0201201. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d unique identifier (UDI) updated section d9 was updated due to returned parts h3 device evaluation summary: was updated due to analysis of returned parts medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator was inoperative with message extended self test (est) required while preparing for demonstration on a test lung. There were multiple out of range error codes indicating mix backup ventilation (buv) activation failure. The device was available for evaluation. A review of the ventilator's logs confirmed a mix buv activation failure indicating a loss of ventilation (lov). The service personnel (sp) inspected the ventilator, found ventilator was inoperative with background diagnostic codes in logs. Based on codes, sp replaced the direct current (dc)- dc converter printed circuit board assembly (pcba). Sp also identified the extended self test (est) and short self test (sst) results had been changed to no longer passing, so replaced the line interface 2 pcba along with universal serial bus (usb) kit. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The dc-dc converter pcba, line interface 2 pcba along with usb kit were returned to medtronic for analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. Although the returned dc-dc converter pcba was analyzed and tested satisfactorily, capacitors on this pcba may fail in a manner which allows the board to function after the failure which is likely the case here. With the information currently available, the reported lov entry was most likely due to a fault in the dc-dc converter pcba especially since the entries in the log align with a dc-dc converter pcba failure as defined in the service. The dc-dc converter pcba serial number is in scope of an internal corrective action. Although the returned line interface 2 pcba along with usb kit were tested satisfactorily. The likely cause of the change in the est and sst status was a result of the lov. By design, after the ventilator enters lov, previous est and sst are cleared to force both to be successfully performed after the lov. This additional event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.